Event description:
Account alleged that the bed will drift down.

Event description:
User received inaccurate results for one patient's urine sample. Urine sample initially resulted negative for erythrocytes (blood) and negative for protein. The sample was repeated giving 250 ery/ul for erythrocytes and 150 mg/dl for protein. Microscopic examination of the same sample showed > 100 rbc/hpf. The sample was additionally repeated on a different analyzer (olympus), which gave a total protein urine result of 349.5 mg/dl. User said the rerun results were reported, not the original urine results and no patients were adversely affected. The event was investigated and a cause could not be determined. All control samples were within specification. A precision check was completed with all values within specified ranges. Service testing passed without error.

Manufacturer narrative:
One vial of test strips from the reported lot number was returned for investigation. Tests were performed using the returned and retention materials. All results met specifications and no malfunction was observed. No patients were adversely affected.